Manufacturer narrative:
(B)(4).

Event description:
It was reported that during am arthroscopy the fast fix suture broke when it was being tightened after placing t1 and t2, the broken suture and implants were searched inside of the joint with a probe, but they could not find anything. The procedure was completed without delay. It is unknown if a back-up device was available. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: additional information: h6 codes updated. H3, h6: part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the depth indicator was not at manufacturing specifications. The device was returned with the suture tail, but no anchors were present. A fray was present at the cut end of the suture. The needle did not appear to be at the standard reverse curve angle. There was debris within the needle. A functional evaluation could not be performed in full since the anchors had been ejected. The device actuator could be pushed up fully, but did not return to its initial position, indicating a change of direction at the needle. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the suture material specification found that a material certification is required with each lot. It was reported the t1 and t2 anchors were left adequately secured in the joint. Since there has been no harm alleged to this patient and the procedure was reportedly completed without delay, no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.